Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was into 50 mg/dl to 60 mg/dl and the current blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. Customer stated insulin was squirting out during the manual prime process. Customer also stated that the drive support cap of the insulin appeared to be normal. Advised customer to revert to back up plan and discontinue use of the insulin pump. The insulin pump will be returned for analysis.